Event description:
A nurse reported to baxter that leakage was found coming from the silicone tubing of a transfer set. There was patient involvement, but there was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was not confirmed and the root cause was not determined. One used set was received for evaluation with no cap on spike and no cap on patient connector. Functionally, the set was hand tightened with a lab (B)(4) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. The spike was attached to port of lab bag with no issues noted. During visual inspection no manufacturing abnormalities were noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.